Event description:
It was reported that customer experienced a cartridge alarm identified as 11a, with no blood glucose information available, and no additional event details were initially provided. There was no reported impact to the customer¿s blood glucose level. Distributor and technical support later evaluated pump, confirmed it started, charged, connected to computer, showed prior cartridge alarms in historical records, and functioned normally during cartridge insertion, tube filling, insulin delivery, and expected occlusion testing; pump was ultimately replaced and device was scheduled for return for further assessment.